Event description:
It was reported the patient is experiencing pain at the ipg site. It was also reported the patient's ipg is at her beltline and appears to be pushing against the patient's waistline. The patient plans to undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her ipg was explanted and replaced.